Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hosp regarding sub-optimal processing resulting in under-processed tissue from a protocol(s), using peloris tissue processor serial number (B)(4). When notifying leica microsystems of this complaint on (B)(6) 2011, the complainant advised that all samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.